Event description:
Cna was giving a resident a bath in the tub, she finished drying the resident, she then moved the tub chair forward and as she came to the end of the tub, the chair stopped instead of moving onto the platform. So the cna moved the chair back and then forward again, and the chair did not engage with the platform and the chair fell down of the end of the tub rail, the platform moved slightly and the chair ended up halfway on the end of the tub and halfway onto the bottom of the platform. The cna yelled "help". The medication tech was outside the door and went in the tubroom to see the above. She unlocked the wheels on the platform and moved the resident and the chair to the floor. The resident sustained a large skin tear, was sent to the ER and received 15 sutures. The chair was not aligned with the tub rails and the chair had side to side movement. We immediately shut down the use of the tub, had our maintenance dept in to check and the rep from the apollo company in. The rep had to make repairs. We had the cna come in and demonstrate what had occurred. The demonstration did not prove either way whether it was totally the equipment or user error.